Manufacturer narrative:
Investigation: this report is based on information provided by philips personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the smartpath to dstream for xr and 3.0t that a patient who was wearing a thomos ring was attracted to the magnet. No clinical information was provided by the customer based on privacy concerns. No functional tests were performed as this issue was caused by a use error by not correctly screening the patient before entering into the examination room. Conclusion: no further investigation was needed on our side. It is a known issue that no magnetic materials should be brought into the examination room.

Event description:
Philips received a report that a patient was injured when an attraction incident occurred. The patient was wearing a thomos ring on the leg that was not identified before the patient entered the examination room. Subsequently the leg was attracted to the system requiring a quench in order to remove the patient. No information on the extent of the injury was provide due to privacy concerns.